Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer called stating her pump turned completely off at work, pump's battery life was at 100% prior to pump turning off. Customer now cannot turn pump back on. There was no impact to the customer¿s blood glucose. Reportedly, manual injections would be used for insulin therapy.